Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the time of a device replacement due to code 1003 indicative of battery voltage too low for the projected remaining capacity high pacing threshold were seen when it comes to this right ventricular (rv) lead. The lead was replaced and will not be returned as the lead was surgically abandoned. No additional adverse patient effects were reported.